Manufacturer narrative:
(B)(4). Batch # p55682. The analysis results found that the tlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received with the swing tab in the unlocked position. The cartridge reload had the proximal 4 drivers up without staples, and the remaining drivers down with staples present. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the returned cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastrointestinal procedure, when doing the anastomosis, the device was closed on tissue and fired. When the device was removed, the surgeon saw that the device cut but no staples deployed. The staples fell out of the cartridge after the device was removed. The surgeon was able to re-do the anastomosis, the specifics of which are unknown. There were no adverse consequences for the patient reported.